Manufacturer narrative:
H6: the cori drill attachment p/n rob10015, sn(B)(6) used in treatment was returned. There was a relationship found between the returned device and the reported incident. Visual inspection of the device revealed a lack of adhesive applied around the wiper of the drill attachment. A review of manufacturing records indicate the device met all specifications upon release into distribution. A review of the assembly process found that adhesive must be applied between the attachment and the wiper. A complaint history review for similar reported/confirmed complaints did not identify any prior events. The complaint was confirmed, and a factor that may have contributed to the reported event includes: 1) assembly error. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Event description:
It was reported that while wrapping up after a cori procedure, the surgical technician was disassembling the handpiece. When removing the bur from the handpiece, the white plastic tip at the front of the robotic drill attachment came undone and detached from the attachment. There was no impact to the case; therefore, there was no patient involvement. They were able to put the plastic tip back in place but sales rep still recommended the piece to be replaced. No other complications were reported.